Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that 50 of the bd maxzero¿ needle-free valve would not drip at all or dripping very slowly. The following information was provided by the initial reporter: when the needleless connector is at the end of the infusion tube, the infusion practically does not drip at all. The smaller the amount of infused infusion fluid, the worse the dripping (100 ml doesn't drip at all, 1000 ml drips very slowly) - and this is in a free infusion tube that is not connected to the patient, i.e. The function of the cannula and the size of the vessel is not a problem.

Event description:
It was reported by the customer that 50 of the bd maxzero¿ needle-free valve would not drip at all or dripping very slowly. The following information was provided by the initial reporter: when the needleless connector is at the end of the infusion tube, the infusion practically does not drip at all. The smaller the amount of infused infusion fluid, the worse the dripping (100 ml doesn't drip at all, 1000 ml drips very slowly) - and this is in a free infusion tube that is not connected to the patient, i.e. The function of the cannula and the size of the vessel is not a problem.

Manufacturer narrative:
Investigation summary: a mz1000 product was not available for investigation; however, the customer indicated the complaint sample was from lot 22025488. The feedback provided by the customer indicates an occlusion and flow restriction was detected during use of the maxzero device in connection with a bbraun infusion set. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 22025488 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience.